Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal baclofen via an implanted pump. The drug may be compounded baclofen. The concentration was 500 mcg/ml; dose was not available. The type of baclofen was also not currently available. Other medications the patient was taking were unable to be obtained/not available. Patient history included hereditary spastic paraplegia. The pump IFU (indication for use) was listed as intractable spasticity. On an unreported date, the patient experienced a "documented it granuloma on MRI with leg heaviness". Regarding interventions being taken to address the issue, the pump dose was being decreased. The issue was not resolved as of the time of this report. Surgical intervention had not occurred and it was unknown if planned. Additional information has been requested, but was not available as of the date of this report.